Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "urinary tract infection," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the full face with juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Five months later, the patient was admitted with ¿high fever, vomiting, and myalgia¿ in the early hours. The patient tested negative for covid-19. The patient started an antibiotic the day before after being diagnosed with non-device related ¿urinary tract infection.¿ the ¿cross immune reaction to hyaluronic acid was in remission¿ and the patient was only treated with antibiotics. The patient had ¿a malar edema and a mild inflammatory reaction¿ at the injection sites, located in the most centered chin area. The patient described the feeling ¿like the one 24-48 post injection.¿ the next day, the patient reported feeling much better, with no pain. This is the same event and the same patient reported under MFR report # 3005113652-2021-00484, emdr-01552. This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.